Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to be leaking where the tubing is attached to the spike that goes into the medication bag. There were no further reported adverse events.